Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No patient information is known however the patient was identified as pediatric. (B)(4).

Event description:
It was reported that when replacing the battery in the external pulse generator (epg) the device immediately shut off. It was further reported that the low battery light was on approximately two hours prior to the battery being replaced. The epg was replaced without incident. The biomedical technician reported that during post event device check the epg continued to pace when the battery was removed. The epg remains in service. No patient complications have been reported as a result of this event.